Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she put on a new infusion set the day before yesterday and her blood glucose was 520 mg/dl at the time. Customer stated that she has given shots to treat but her blood glucose level shoots right back up. Customer's current blood glucose level is 573 mg/dl. Customer stated that she has been treating with the insulin pump and shots. Customer stated that she will call her health care professional after this call. Customer stated that she was not admitted to a hospital. Customer stated that she stores her insulin in the fridge usually. Customer was explained to leave the vial out of the fridge for an hour before the set change. Customer stated that the insulin did exit the tubing during troubleshooting. Customer stated that the cannula was sticking out more than it usually does when she did her set change on the (B)(6). Customer believes that it is the set that is the cause of her high blood glucose. Customer will be sent a tubing clamp.